Event description:
It was reported the pt is no longer receiving adequate coverage. It was also reported stimulation turns on and off by itself. The pt is also experiencing pain at the laminectomy site. An impedance check revealed no anomalies. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.